Event description:
It was reported that, "doctor was drilling through the centering guide for the glenoid when the tip of the drill broke off in the bone. Surgeon was able to remove the broken tip without incident."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.